Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had experienced a shocking or jolting sensation which was now resolved. The patient just had the leads replaced. They suspected something was wrong with the device. Two weeks before primary and called doctor and said something wasn't working. Bowels were not working and only 10-14 days apart. The patient saw hcp (healthcare provider) sept 10 and was told to keep taking more myralax and hcps had advised the myralax as well. The patient did see a doctor while admitted who directed to gi doctor who in turn figured out issue. The patient was transferred to abbot the next day because the leads were cracked and the bowels did not work because the patient's stomach doesn't do anything and that's why she cannot eat. The patient's first pacer was (B)(6) 2008 and second pacer 2008 and leads 2012. Current pacer put in ¿like the dates says.¿ (B)(6) 2014 is when they turned it off. The patient had to have it shut off because of the buzzing and the zapping. (B)(6) 2014 is when leads were placed. The patient had leads placed (B)(6) 2012 and that was when the buzzing and zapping first began. It buzzed every 3 seconds. The patient had gone back to hcp the next day and they had to take the right numbers when checking the system. The patient had driven down the highway and there was a buzzing sensation. They called the manufacturer when she went to hcp the next day and figured out the numbers. Everything was working fine now. These were past issues. The patient also reported when she does to bed at night she can feel through where she had a top feeding tube hole, doesn't close up completely and feel it close up every 3 seconds. It's like a gulp and started after last surgery. It was only when she lays down. Additional information received from the healthcare provider noted that there was a 50% or greater symptom reduction. The event cause was determined; it was device related. Leads was the component involved in the event. Revision surgery was noted on 2014 (B)(6). Pain and nausea gone. The patient was recovered without permanent impairment.